Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that the tubing of a cadd® administration set was leaking where the tubing connects to the cassette. The patient missed one dose. The patient went to the clinic the following day for new bag and tubing. No injury was reported.

Manufacturer narrative:
One (1) cadd® administration set was returned for analysis in used condition without its original packaging. Per visual inspection, no excess solvent was found between the pump tube and the pressure plate. The tube's engagements were within specification. Delamination was found in the solvent bond between the pump tube and the star tube. The sample was tested using a hydrostat vessel. A leak was detected in the solvent bond between the pump tube and the tubing. A review of the manufacturing processes was conducted and it showed no discrepancies and no anomalies. The issue was confirmed based on visual and functional examination. The root cause was attributed to a manufacturing deficiency.